Manufacturer narrative:
The carefusion failure analysis technician evaluated the avea top level unit. The unit was configured for fio2 testing with the blender set to 60% and found the blending accuracy to be reading too high (+1.5%). Without making any adjustments allowed the unit to cycle overnight and was monitored throughout the day and was unable to reproduce a no alarm condition with a drop of fio2. The fio2 readings (both monitored and external) did not drop expectantly at any point of testing. The gde assembly was removed and the oxygen relay and air regulator was adjusted back into specification and retested and fio2 readings are now within specification. The gde assembly was then cycled for over 320 hours and was unable to reproduce the reported issue of low fio2 with no alarm. Alarms were activated to ensure proper alarm activation and verified alarms are functioning properly. Further investigation was performed on the blender assembly and failed with the flow output reading 2.52lpm and isolated to the actuator sub-assembly. Unable to duplicate the no alarm condition with a drop of fio2, although an out of calibration actuator sub-assembly in the blender assembly was found causing the o2 relay reading to change and high fio2 readings.

Event description:
The customer reported that while in patient use on an infant patient the ventilator was set at 100% fio2 and suddenly started delivering 21 percent while still set at 100 on screen. The ventilator was in infant mode/settings. The respiratory therapist said vent did not display or sound any alarms. They were alerted by external saturation alarm. They quickly measured fio2 in circuit and found it to be 21%. The patient was removed from the ventilator and placed on another ventilator, no patient harm.

Manufacturer narrative:
The customer tested ventilator and could not reproduce problem. The customer returned the ventilator to carefusion for testing. Evaluation by the carefusion failure analysis technician is anticipated but has not yet begun.

Manufacturer narrative:
This supplemental report was identified as a late submission during a two year retrospective review of complaints and MDR¿s following receipt of an untitled letter issued by the FDA. Corrected data: model number/catalog number.